Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 189 mg/dl, compared with the sensor glucose reading of in the 40 mg/dl range. The customer stated that she had to restart the insulin pump 3 times due to the issue. She also reported that the insulin pump alarmed calibration error. The most recent blood glucose reading was 181 mg/dl. She was advised to wait before calibrating and to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.